Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) was unable to initiate wireless telemetry for preoperative programming. The crt-d was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an electrical discontinuity/open in an integrated circuit. Hybrid analysis confirmed the reported tel-c failure condition at the device and hybrid levels. Additional analysis found that the failure was isolated to the radio frequency module (rfm). Current - voltage (I-v) sweeps performed to the rfm found a pin of the radio frequency integrated circuit (rfic) to be highly resistive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.